Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose was over 400 mg/dl at the time of incident. Customer stated another blood glucose was 500 mg/dl. Customer treated with the manual injection. The device will be returned for analysis.